Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure when another manufacturer's chronic right atrial (ra) lead was placed into the pacemaker farfield oversensing was observed. The ra lead was then removed and pacing inhibition with two to three seconds of asystole on the ventricular channel was observed. Boston scientific technical services (ts) was contacted and discussed possible reasons for this to occur, which included the auto lead detect feature not registering an impedance value for the other manufacturer's right ventricular (rv) lead. The pacemaker was successfully implanted with both the ra and rv leads. No adverse patient effects were reported.